Event description:
Endostich suture needle did not connect with endostitch suturing device and was retained in paraesophageal tissue. Surgeon was unable to retrieve out of tissue due to small size of needle.